Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr us 4.00 x 20mm was returned for analysis inserted through a 6french guide catheter. A visual and tactile examination of the exposed hypotube (the section not inserted through the guide catheter), identified multiple kinking along the length of the hypotube. A visual examination of the guide catheter noted that the guide was kinked and flattened at multiple locations along its length. A microscopic examination of the balloon, which was exiting out from the tip of the guide catheter, did not identify any tears in the balloon material. The balloon exhibited signs of having been inflated and was not refolded. Device to device interaction testing was performed by attempting to inflate the balloon without success. A vacuum was applied but the balloon did not change its profile (no refold). During an attempt to remove the device from the guide catheter, a break occurred in the hypotube. The break was located at 55.9cm from strain relief. The distal section of the break, including the balloon remained in the guide and could not be removed. Multiple attempts to remove the device failed.

Event description:
It was reported via medwatch (B)(4) that failure to deflate occurred. A 4.00 x 20mm synergy xd drug-eluting stent was positioned and deployed in the vessel. After deployment, the delivery balloon failed to recapture/deflate after upwards of two minutes. Negative pressure was drawn on the inflation device multiple times but it did not work to deflate the balloon. No further event details were provided.

Event description:
It was reported via medwatch (B)(4) that failure to deflate occurred. A 4.00 x 20mm synergy xd drug-eluting stent was positioned and deployed in the vessel. After deployment, the delivery balloon failed to recapture/deflate after upwards of two minutes. Negative pressure was drawn on the inflation device multiple times but it did not work to deflate the balloon. No further event details were provided.